Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event is a duplicate of complaint (B)(4). This compliant will be phased to not a complaint. No further medwatch reports will be submitted for this event under this MFR number.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was removed from site 19 due to bone loss and infection. The patient also experienced dehiscence, edema, inflammation, and pain. The patient will return for new implant placement.